Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device not received yet by manufacturer.

Event description:
Mobi-c p&f us : disassembly. It was a cervical disc replacement. Mobi-c product was never implanted and never came in contact with the patient. As described by reporter : "the implant was disassembled in the inner foil package and I have no way of knowing when or how this occurred. When the implant was dropped onto the back table, the peek cassette came apart from the mobi-c disc prothesis." No impact on patient. Surgery was completed successfully with another device. Additional information was requested to have details on the default and investigation is still pending.

Event description:
Mobi-c p&f us : disassembly. It was a cervical disc replacement. Mobi-c product was never implanted and never came in contact with the patient. As described by reporter : the implant was disassembled in the inner foil package and I have no way of knowing when or how this occurred. When the implant was dropped onto the back table, the peek cassette came apart from the mobi-c disc prothesis. No impact on patient. Surgery was completed successfully with another device.

Manufacturer narrative:
Without a product return, no product evaluation can be conducted. The review of the device history records show no evidence on a device issue that may have an impact on the event . Based on the available information , the recurrence of this type of event , the review of the case by the product range manager , the exact root cause of this event remain undetermined. If additional information was received that allow to draw a conclusion for this case , another report will be sent .